Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to a defective charged coupled device (ccd). It was also noticed cable was cut. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The distributor reported to olympus the image does not appear on the hd camera head. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loss of image was due to a charge-coupled device (ccd) failure. The root cause of the ccd failure was unable to be identified. Olympus will continue to monitor field performance for this device.